Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine, baclofen, and morphine via an implantable pump for chronic low back pain and spinal pain. The concentrations and doses of the medications were unknown. It was reported that the patient was ¿over sedated too much¿ and in the intensive care unit (ICU) now on (B)(6) 2016. It was indicated that a manufacturer¿s representative decreased the patient¿s ¿rates¿ in the emergency department (ed) between (B)(6) 2016. The patient was ¿out of it¿ per the hcp and they wanted the intrathecal doses decreased again. It was reported that the patient had increased spasms and a low blood pressure. It was also noted that the patient had cellulitis/infection of the left lower leg and intravenous antibiotics were being administered. It was unknown when the cellulitis/infection started but it was stated that the patient had ¿a history¿ of it as the patient had a (B)(6) infection in 2014. Further information was received from a representative on (B)(6) 2016. It was reported that the patient¿s managing physician had ¿already taken care of it.¿

Event description:
Additional information was received. The manufacturer representative was first notified that the patient was in the emergency room (ER) by the ER nurse (name unknown) at 10:30 at night. They reported to the emergency room (ER) about forty minutes after that. That¿s when they first became aware of the issue which was health related and not device related. Diagnostics/troubleshooting performed was when they got to the ER they interrogated the pump and checked the logs. Everything was within normal parameters and as expected. There was not an elective replacement indicator (eri) or motor stall or anything like that and was relayed to the patient¿s spouse who was present in the room. Action or intervention was the only thing that was discussed was for the ER physician to get a hold of the patient¿s pain doctor. That took place around 5:00 in the morning. They discussed reducing the dose by 25% (number unknown). The cause of the symptoms was unknown. The patient was going to be admitted so they did not know what the cause of the patient¿s admission was. It was believed to be hypovolemia. That is what they kept hearing the physician and the ER resident discuss and it was not device related. They did not hear back after that from the spouse, the patient or anybody else in the ER so the rep could not speculate as to if the hypovolemia was resolved. As far as the cellulitis or infection of the leg it was not believed to be device related at all. The course of action taken was unknown in regards to clearing that up with the patient as far as health wise. The physician was involved in the managing the dose of the pump and may have more information if the patient returned to the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.